Event description:
Endo gia stapler device malfunctioned and would not close stapler. Made grinding noise like it fired but did not close staples. Artery not able to be closed. Required open nephrectomy.